Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and a fever (no further specified). The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with vancomycin injection (1 gram once in 3 days, route not specified) and ceftazidime injection (1 gram, intraperitoneally, daily). At the time of this report, the outcome of the peritonitis event was unknown. It was not reported if dianeal therapy was ongoing. No additional information was available at the time of this report. No additional information is available.